Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother called to report a blank display after changing the battery. The customer's blood glucose level was 141 mg/dl. The customer completed troubleshooting and the display returned. The customer performed a self-test and the display went blank. The customer was advised to revert to a back-up plan. The customer was sent a replacement battery cap. The customer's mother called back after receiving the replacement cap and reported that the display remained blank. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.